Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting in morning are 100 to 200 mg/dl and 200 to 300 mg/dl after meals. Medical intervention sought as a result of receiving blood glucose reading of 363 mg/dl and administering insulin. Consumer hospitalized for low blood sugar. Back to back blood test performed during call ((B)(6) 2015; 3:37pm) with results of 337 and 331 mg/dl. Verified storage of test strips is within spec since they are kept in bedroom. Test strip lot MFR's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed after meals from meter memory: (B)(6); 12:09pm - 363mg/dl; (B)(6); 3:48pm - 311mg/dl; (B)(6); 10:09pm - 114mg/dl; (B)(6); 9:04pm - 119mg/dl; (B)(6); 7:09pm - 199mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had inaccurate reference.